Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that stimulation on the patient's lead was reducing on its own. Diagnosis revealed impedance problems and system was not able to enter the MRI mode, as a result, surgical intervention may take place to address the issue.